Event description:
It was reported by service report that the torque box failed on the bed causing the fowler to jam. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler bearing.